Event description:
Healthcare professional reported "Tyvek lid did not tear off cleanly; implant was retrieved due to necessity". This record if for the right side. The device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: difficult to open or remove packaging materials.